Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported system motion continued after release of the command on the remote hand controller. Based on additional information from (B)(4), it has been determined that this record is a reportable event. A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.

Manufacturer narrative:
The customer reported system motion continued after release of the hand controller command. It was reported that the system was not in clinical use when this occurred. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse reported that after releasing the button of the hand controller for manual movement, the movement did not stop. The system continued motion until the limit was reached and then started beeping. The beeping stopped after removing the hand controller out of the system room. The fse inspected the hand controller and identified the led (light-emitting diode) status of the charging station indicated a low battery, but the hand controller was fully charged. The fse installed a new battery. The probable cause was a faulty hand controller and/or hand controller battery. A field safety notice (fsn 88200521) was sent to customers on 05-jun-2019 indicating that an issue was found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. The fsn states to use the virtual hand controller located on the touchscreen monitor attached to the gantry instead of the physical hand controller. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.